Event description:
The patient had borderline results at the trial. Following implant, the patient never had therapeutic effect. On (B) (6) 2005, an x-ray determined that the catheter tip had slipped to t-11 and the body of the catheter had coiled behind the pump. On (B) (6) 2007, an x-ray revealed that the catheter was connected to the pump, but had migrated so that it was no longer in the spinal canal. The catheter was revised on (B) (6) 2005. The physician decided to replace the pump in (B) (6) 2006, even though they didn't believe there was anything wrong with the pump; there was no device failure. There was no testing performed on the pump prior to replacement. The device system was used to deliver lioresal. After replacement, the patient was still not getting any therapeutic benefit. (See manufacturer's report # 3007566237-2010-04108 for information following pump replacement.)

Manufacturer narrative:
(B) (4).